Manufacturer narrative:
Covidien reference #: (B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter printed circuit board (pcbs). The cse performed extended self testing on the device and all tests passed.

Event description:
Covidien received info stating that an 840 ventilator had a blank display. The ventilator was not in use on a pt at the time the malfunction occurred.